Event description:
In 2007, tip of suture needle noted to be broken off during case. X-ray ordered per procedure. No packaging. Route: cutaneous, dates of use: approx two months in 2007, diagnosis or reason for use: surgical suture material,. Event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? No.